Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringes 0.3ml 31ga 6mm wholeunit 10bag experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no:324909, batch no: 9063708. He does not re-use, issue occurred on (B)(6) 2020. The syringe turns my insulin black when drawn. Used multiple syringes from this bag and they all do it. The insulin is not black. It is clear. Not good.

Manufacturer narrative:
H.6. Investigation: customer returned (270) 3/10cc, 6mm, 31g syringes (20 in open poly bags where 4 of these were filled with approximately 7 units of a liquid in the barrel, 250 in sealed poly bags) from lot # 9063708. Customer states that the syringe is causing the insulin to turn black. All syringes in the open poly bags were examined and 9 out of 20 samples from the open poly bags and 12 out of 30 samples from the sealed poly bags exhibited smeared ink on the surface of the barrel. A review of the device history record was completed for batch #9063708. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200812519, 200813036] noted that did not pertain to the complaint. Process summary: process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. The barrels are then transitioned to the oven for the ink to cure. The cured product exits the oven chute for transfer to the next operation. Root cause: dispatch (B)(4) ¿ on 30 apr 2019 for worn out printer pads. Corrective action: print pads were changed. H3 other text : see h.10.

Event description:
It was reported that 4 syringes 0.3ml 31ga 6mm whole unit 10bag experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no:324909, batch no: 9063708. He does not re-use, issue occurred on (B)(6) 2020. The syringe turns my insulin black when drawn. Used multiple syringes from this bag and they all do it. The insulin is not black. It is clear. Not good.